Event description:
It was reported by the patient that there were "fractures" on the right atrial (ra) lead. The ra lead was replaced. No patient complications have been reported as a result of this event.